Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised due to aseptic tibial loosening 3 years post surgery, and a second time three years later also due to aseptic loosening and migration of the tibial component and periprosthetic patellar fracture. During the second revision surgery, the bone was not cut deep enough prior to trailing so the final implants would not seat. Prior to re-cutting, the surgeon noted a bone fracture in the anterior medial aspect of the femur. A cerclage cable was placed for fracture stabilization after the final implants were placed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Although it cannot be determined whether the bone fracture occurred during the removal of the persona femoral implant or during implementation of the lcck femoral implant, it happened during the second revision surgery. Therefore, the root cause of the reported issue is attributed to the operational context. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: femoral component option; p/n: 00599401691, l/n: unk, tibia cemented; p/n: 00598003701, l/n: 64268857, stem extension; p/n: 00598802011, l/n: 64059609, tibial block and screws; p/n: 00598800338, l/n: 64036452, tibial block and screws; p/n: 00598800328, l/n: 63970582, articular surface; p/n: 00599403214, l/n: 64248355, all-poly patella cemented; p/n: 42540200032, l/n: 62235042, distal femoral augment block; p/n: 00599003610, l/n: 62925238, distal femoral augment block; p/n: 00599003610, l/n: 62900804, stem extension; p/n: 00598801016, l/n: 62514007, cable cerclage cable; p/n: 00223200418, l/n: 64245427. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported patient had a second revision procedure approximately three years post-implantation. Subsequently, during that revision procedure the surgeon noted that he did not cut the bone deep enough prior to trailing. Therefore, the implants would not seat properly. Prior to re-cutting the surgeon noted a bone fracture in the anterior medial aspect of the femur. The surgeon implanted a cerclage cable to stabilize the fracture. No additional patient consequences were reported.